Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump kept making long beep sound after ten minutes and did not show anything related to that on screen. Customer stated that the pump beeped for between three to five minutes about every ten to fifteen minutes. Customer reported that they did not hear difference between the two beeps during troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be replaced and will not be returned for analysis.